Manufacturer narrative:
This investigation is on-going and the results will be included in a follow up report.

Event description:
The customer reported to maquet that the arms of the surgical light system were difficult to move. Upon inspection, it was found that there was no distance between the upper and the lower arm, allowing the two arms to rub together. Although there was no report of damage to the device through abrasion, the arms were replaced to eliminate any chance of particles (paint chips) falling into the sterile field. No injuries were reported. (B)(4).